Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set up joint (dsuj) due to error 32100 and resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was was installed on a golden system in normal mode where it triggered the same error upon startup thus replicating the reported event. The unit was then tested on a patient side cart (psc) fixture test platform (pftp) where it failed tornado brake release. Installed golden axes controller tornado (act), aba tested and verified it to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the act printed circuit assembly (pca) was found to be the root cause of the reported problem.

Event description:
It was reported that the universal surgical manipulator (usm) 3 was faulting out while they were trying to clean up for the evening. They tried to recover and reboot the system, but error still persisted. Technical support engineer (tse) had the customer to hard power cycle the system as well, but issue would not clear. Tse reviewed log and confirmed error 32100 for ac_3b on distal set up joint (dsuj). A field service engineer (fse) replaced the dsuj due to error 32100. The procedure was completed with no reported injury.